Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues charging their communicator and the issue began yesterday morning or 2 days ago. Patient stated the communicator had been plugged in all night for 2 nights and it was not charging. During the call patient was very escalated, condescending and rude. Agent had difficulty troubleshooting with patient. Patient kept repeating to the agent that they were not stupid and patient would cut agent off when agent would speak. Agent attempted to confirm if only the communicator cord was plugged into the adapter. Patient mentioned they tried both ways with both cords plugged in and just the communicator cord. Agent reviewed adapter information but it was very difficult to work with the patient. Patient pressed the power button but the communicator wouldn't turn on. Patient also mentioned they couldn't turn their stimulation off at night and wasn't sleeping. Patient mentioned when they lied down the stimulation vibrated real hard. Due to the nature of the call agent sent request to repair to replace the communicator.